Event description:
As reported by the user facility: some sets came apart after priming, resulting in leakage-various drugs, including chemo, involved. Additional information provided by the user facility indicated the samples were discarded and will not be returned for evaluation. No one suffered any adverse sequela associated with the incident.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated. Without the actual sample, a thorough investigation could not be performed. Although no inventory remains of the reported lot, the house retains for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples exceeded the minimum joint separation design specification and passed the joint integrity test. There have been no other reports of this nature against the reported part. No specific conclusions can be drawn.